Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted at hospital due to hyperglycemia and diabetic ketoacidosis, on (B)(6) 2019 with blood glucose level 1100 mg/dl at time of incident and treated with insulin drip at hospital. Customer reports they feel okay to troubleshooting. Customer stated that they were sent to intensive care unit. Customer stated that they had a mild heart attack. Customer was able to complete care link upload. Customer did not use auto mode feature active. Customer stated that the insulin pump was not accepting a blood glucose to transition then into auto mode. Customer stated that the battery was getting low. Customer declined to troubleshooting for insulin pump for high blood glucose. The device will not be returned for analysis.